Manufacturer narrative:
The lead is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn for the time being. The analysis will continue as soon as new information is available.

Event description:
Ous MDR - after an implantation time of about 3 months, it was reported that loss of capture was observed during a routine follow-up in the outpatient department of the hospital. During the lead revision, which was then performed on the same day, a perforation was detected. The lead was not returned, it remains implanted and active.